Event description:
As reported, during a ureteroscopy with extracorporeal shock wave lithotripsy (eswl) with laser lithotripsy, when a ncircle tipless stone extractor was removed from its package, the black ¿knob¿ component of the unidex handle was found disassembled. The customer advised the component was not accidently unscrewed when removing the device from its package. Another same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event sumamary as reported, during a ureteroscopy with extracorporeal shock wave lithotripsy (eswl) with laser lithotripsy, when a ncircle tipless stone extractor was removed from its package, the black ¿knob¿ component of the unidex handle was found disassembled. The customer advised the component was not accidently unscrewed when removing the device from its package. Another same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device: one device was returned in open packaging. The handle was in the open position, and the basket assembly was open. Collet know was tight, but the flla (female luer lock adapter) was loose. Handle could not actuate the basket assembly. The basket assembly was disassembled. Cannulated handle was bent approx. 7mm from weld. Cannulated handle was straightened and handle reassembled. Handle was able to actuate basket assembly. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was opened and could not be closed. The collet knob was tightly secured to the handle. It was most likely the user reassembled the collet knob in an attempt to repair the device, but the device was reassembled incorrectly, preventing the basket from functioning. The cause for the collet knob being found separated could not be determined. Devices are tested multiple times for functionality during manufacturing and quality control checks. A collet knob loose enough to fall off the handle would not allow the basket to open/close during testing. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.